Event description:
It was reported that implantable cardioverter defibrillator (ICD) showed voltage too low message and explant was already reached. Moreover, the device had four years of longevity remaining seven months ago. Boston scientific technical services (ts) advised to send data in for analysis and get replacement interval. Furthermore, data analysis has not been completed. Additional information was obtained and the representative stated that the patient is under hospice care and does not plan to replace the device. Moreover it was confirmed that the device battery was depleting faster than expected. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.